Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer representative reported that the patient also experienced a loss of therapy. The cause of the event was unknown and the patient did not have a fall or accident. They had been getting in and out of a smaller car and was not sure if that had done something to the leads. Upon review of the x-rays it was found that the leads had migrated up to the t4 area. A revision was planned and a full system replacement was going to be performed since the patient wanted to have mris in the future.

Manufacturer narrative:
Concomitant medical products: product ID: 3890, lot# j0309426v, implanted: (B)(6) 2003, product type: lead. Product ID: 3890, lot# j0309426v, implanted: (B)(6) 2003, product type: lead. Product ID: 74002, lot# n267604, implanted: (B)(6) 2011, product type: adapter. Product ID: 37092, lot# 284540001, implanted: (B)(6) 2011, product type: accessory. Product ID: 7495lz51, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 7495lz51, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. (B)(4).

Event description:
The manufacturer representative reported that the patient had one lead showing impedances >10,000 ohms. The other lead was showing impedance values of 2179 ohms, 2068 ohms, and 3877 ohms with the other pairs at a similar level. They had attempted to reprogram around the impedances on different electrodes with no resolution. There was no report of intermittent stimulation and no changes in stimulation related to positional movement. The patient was not feeling stimulation at 10.5v. X-rays were performed but there were no old films present to compare to. The patient was being scheduled for a full system replacement. The patient's indication for use was post lumbar laminectomy syndrome.